Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stoppage and low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, a direct relationship between heartmate ii lvas, serial number (B)(6) , and the reported bleeding could not be conclusively determined through this evaluation. The submitted log files contained data from 23apr2019 to 24apr2019 and 30apr2019 to 01may2019. The pump was set to a fixed speed of 10000 rpm and the low speed limit was set to 9400 rpm. The pump operated above the low speed limit until (B)(6) 2019 at 7:09:01 am when the log file recorded a low speed operation event which progressed into a pump stop which appeared to last approximately 3 seconds. The pump regained speed on its own and remained above the low speed limit for the remaining duration of the log files. The patient was connected to their power module during the abnormal pump operation. Although a cause for the low speed events could not be conclusively determined through this evaluation, based on previous complaint experience, the abnormal pump behavior observed within the log file could be indicative of an issue with the patient¿s driveline. The log file also recorded low flow alarms on (B)(6) 2019 as well as (B)(6) 2019 through (B)(6) 2019. The pump was operating above the low speed limit for all of these low flow alarms. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿5 years 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient was admitted with a gi bleed and low flow alarms. Upon vad interrogation it was noted that the patient had a pump stop on (B)(6) 2019. Patient reports he was sitting up in bed on power module reaching left for something when the alarm occurred. They were placed on an ungrounded cable as a precaution. Upon examination gi bleeding was not confirmed. The patient had a lowered inr goal and a packed red blood cell transfusion; bleeding stopped. Important to note that the patient gained a significant amount of weight since implant; almost 40 pounds. No additional information was reported.